Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. A device history review was performed, and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that pieces of the compact air drive device were disassembled. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.